Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm abdominal aortic aneurysm. The proximal aortic neck measures from 20-23mm in diameter and 15mm aortic neck length. It was reported that during deployment of the main body, the stent graft moved down lower than the physician intended, resulting in a type ia endoleak. A 25x25 cuff was implanted and the event resolved with proper proximal seal. The physician stated that the delivery system and the stent graft must have moved down due to user error. No additional clinical sequelae were reported and the patient is fine.